Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of broken connectors and also noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.